Event description:
It was reported that balloon rupture occurred.An 8.0mm x 40mm x 75cm Athletis balloon catheter was advanced for dilation. During the first inflation at 30 atmospheres, the balloon ruptured from a pinhole. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
IT WAS REPORTED THAT BALLOON RUPTURE OCCURRED. AN 8.0MM X 40MM X 75CM ATHLETIS BALLOON CATHETER WAS ADVANCED FOR DILATION. DURING THE FIRST INFLATION AT 30 ATMOSPHERES, THE BALLOON RUPTURED FROM A PINHOLE. THE DEVICE WAS REMOVED USING NORMAL METHOD WITHOUT ISSUE AND THE PROCEDURE WAS COMPLETED WITH ANOTHER OF THE SAME DEVICE. THERE WERE NO PATIENT COMPLICATIONS AS A RESULT OF THIS EVENT.